Manufacturer narrative:
Concomitant medical products: product ID: 977a290, lot#: va0qkq0035, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient is not feeling the stimulation as much on her as she normally would. She states that she is not getting as good pain relief either. No known cause. The manufacturer representative ran an impedance test and it showed that contacts eight and nine were greater than 10,000. Those are the two electrodes that were programmed as cathodes for her right sided program. Rep was able to reprogram her device to give her good right sided stimulation and the patient appeared happy with the new programming. The issue was resolved.